Event description:
It was reported that "during the process of counterpulsation, blood was found in the helium tubing, and the tube was removed immediately. It was found that the central lumen of the catheter was crack, it was judge that the balloon was ruptured. As a result, a new catheter was used". Additional information received stated that "it was confirmed that there were two defects found on the iab. One is the central lumen of the catheter was cracked, and the other is the balloon was ruptured". Patient condition reported as "fine". Associated MDR 3010532612-2022-00288.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample and connected to the iabc short driveline tubing was the supplied 40cc inflation driveline tubing; dried blood was noted within the inflation driveline tubing. Upon return, the peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. A dried yellow media was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The bladder thickness was measured at six points. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of catheter damaged is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip. The returned iabc bladder membrane was fully intact, with no leaks noted. See associated MDR 3010532612-2022-00288 for details of an associated complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the broken central lumen is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the process of counterpulsation, blood was found in the helium tubing, and the tube was removed immediately. It was found that the central lumen of the catheter was crack, it was judge that the balloon was ruptured. As a result, a new catheter was used". Additional information received stated that "it was confirmed that there were two defects found on the iab. One is the central lumen of the catheter was cracked, and the other is the balloon was ruptured". Patient condition reported as "fine". Associated MDR 3010532612-2022-00288.